Manufacturer narrative:
It was reported that the enterprise 9000x bed was stuck in the trendelenburg position with a patient. The patient was safely removed from the bed and placed in a chair. No injuries were reported. Based on the information received and the results of the device inspection, it appears that the bed frame being stuck in the trendelenburg position could be related to the faulty control box (cu20), the power supply and faulty internal wiring in the head's right side rail. Following the results of the device inspection, it appears that there was an electrical failure (e.g. An electrical short) in the device. However, it was not possible to confirm this based on the information gathered during the course of the investigation. Therefore, the exact cause of the observed malfunctions could not be determined. According to the enterprise 9000x instruction for use (IFU, 746-591-en_18): -¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)¿ weekly. The arjo device failed to meet its specification due to found malfunctions. The complaint was deemed reportable due to the bed being stuck in the trendelenburg position with the patient.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the enterprise 9000x bed was stuck in the trendelenburg position with a patient. It was indicated that there was no power in the side rail. The patient was safely removed from the bed and placed in a chair. No injuries were reported. The bed was swapped out.

Manufacturer narrative:
The device was evaluated by an arjo technician. The issue was related to a power supply failure. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.